Manufacturer narrative:
The presence of the e antigen was confirmed on retention crrs, lot x152. The customer returned three specimens collected from the pt for investigation testing. The specimens were tested with retention crrs on an in-house galileo. One sample exhibited an equivocal reaction with e+ red blood cells; the other two specimens tested as negative for antibody screen. Hemagglutination tube testing was performed with the three specimens using panoscreen reagent red blood cells and immuadd as potentiator. Very weak reactivity was observed with e+e- red cells at the antiglobulin phase with all three specimens. The event is most likely related to the nature of the sample.

Event description:
A customer reported that a pt sample with a previously identified anti-e was negative for antibody screen on the galileo. The sample was repeated on the galileo and the same (negative) results were generated, but tested positive (2+) using manual testing with capture-r ready screen (crrs).